Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a patient who received synvisc which did not work and underwent knee replacement. Limited information regarding indication, temporality and medical history precludes comprehensive medical assessment of the case.

Event description:
This serious unsolicited case from united states was received on (B)(4) 2013 from a consumer. This case involves a male patient (age not reported) who received synvisc but it did not work for him (subtherapeutic response) and had to get a knee replacement. No relevant medical history, past drugs, concomitant medication or concurrent condition was reported. On an unknown date, the patient started treatment with synvisc (dosage regimen, route of administration, batch/lot number and expiration date: unknown) for an unknown indication, however, it did not work for him. On an unknown date, the patient underwent knee (unspecified) replacement (date not provided). Action taken: unknown. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated. The conclusion was pending for the same.